Event description:
The customer reported that the system's left monitor became blurred during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector to the left monitor was corrected. The customer was instructed as to cine loop usage. The system was tested and found to be working as intended and put back into service.